Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the reservoir had air bubble anomaly and approximate size of air bubbles is 2 and a half inches present in reservoir. Customer's blood glucose level was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose and not using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. The reservoir will not be returned for analysis.